Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the light guide cable fluid damage, the ccd module cloudy (not clear view), the segment corroded, the control body corroded, the receptacle corroded, the ccd driver pcb corroded, the electrical connector corroded, the lg cable connector corroded, the nozzle gluing missing, the lg water jet supply tubes leak, the lg cable connector housing scratched, the distal body worn out, and the suction channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.